Manufacturer narrative:
(B)(4). Insulin pump was received with a critical pump error alarm due to moisture damage on the force sensor. Unable to perform the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error alarm. Moisture damage was also found on the electronic assembly during visual inspection. No delivery alarm/occlusion - unknown timing unknown. Successfully downloaded firmware using crest. Pump failed to enter recovery mode preventing download of history files and traces using thus. Force sensor zero offset not within specification. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: scratched case, cracked belt clip rail case corner and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin flow block alarm. It was reported that the insulin flow block alarm was recurring. The customer reported that they tried all recommended. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.